Manufacturer narrative:
H11: h2: corrected data on d4 and h4.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, when passing the sutures of the healicoil knotless anchor, through the eyelet of the of the implant, the head and the screw came out and it could not be reassembled. The procedure was completed using a back-up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number 2123928 on the box and patient labels. The distal anchor and proximal anchor were not returned. The distal plug is still on the insertion tool. The insertion device has no visible defects. Bio debris is present. A functional evaluation was performed on the returned device and found that the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended or inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.